Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, it was reported that the cartridge would move "in and out of place" while on the pump. Customer's blood glucose was 111 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed an alternate pump is available.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged cartridge fit issue could not be verified.